Event description:
It was reported that there was a volume discrepancies. The expected volume was 4.4ml but the actual volume was 22ml. The cause of the discrepancy was unknown. Patient symptoms/complications associated with the event included pain, underdose symptoms and less than 50% therapy relief. It was reported that the therapy did not seem to be helping as much. Location of issue or symptoms were unknown. It was reported that actions included diagnostic testing, interrogation of pump, logs read and programming checked and verified. It was further noted that catheter aspiration, dye study, and rotor/roller study were done; everything checked out as working properly. The catheter aspiration with 3mls withdrawn was successful. A ¿isovue bolus¿ into the catheter and visualized via x-ray. There were no leaks visualized and the isovue was seen in the intended intrathecal space. Rotors verified as functioning via x-ray during priming bolus. The pump system was delivering compounded baclofen, dilaudid, sufenta, clonidine and bupivacaine. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information reported there were no further actions that had taken place or that was planned besides what was previously reported. It was reported that at the time of report the patient was alive and without injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j10967r59, implanted: 2002-(B)(6), product type catheter. (B)(4).